Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/28/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ can you identify the lot number of the product that was used? ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one detached needle and suture that pertained to product code j603h. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported from the analysis of the returned product that short insertion was observed in the strand. It was reported that while they were loading the suture, as soon as they clocked the needle driver shut to start pulling it out of the package the needle popped right off. It might be the way they pulled it out but they feel like there was no force when being pulled, it just came off. There was no patient harm reported. Additional information was requested.